Event description:
It was found during an evaluation the right, up, down and "ok" keypad buttons are not functioning when pressed to send an output. The image displayed dark sections on the left and right sides. The root cause of the failures is likely due to an internal probe failure. There was no patient impact, issue was found during evaluation.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.